Event description:
It was reported that this right ventricular (rv) lead exhibited low, out of range impedances of less than 200 ohms. Technical services (ts) were consulted and discussed whether noise was able to be reproduced, to which the field representative confirmed that there was no noise seen. The field representative stated that they did an in-clinic review and obtained a chest x-ray. The ts consultant recommended to consider programming on alerts for non-sustained ventricular tachycardia and non-physiologic events as the pacing lead impedance will always be out of range. It was recommended that the physician watch the lead closely. No adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.